Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient underwent right ureteroscopic lithotripsy (ursl) and double j tube insertion under combined spinal-epidural anesthesia on (B)(6) 2023. An f16 three-lumen urinary catheter was inserted during the operation. After the operation, the patient was taken back to the ward and the bladder was continuously flushed with normal saline. In the morning of on (B)(6) 2023, the patient called the bell. The nurse went to the bed and found that the patient's urinary catheter had slipped out and the balloon had ruptured. After reporting to the doctor, the catheterization was stopped and the bladder was flushed with normal saline. The patient had no complaints of discomfort and was able to urinate on their own. The urine was clear and yellow.